Manufacturer narrative:
One device was received for evaluation. The event history log revealed multiple alarms. Functional testing was able to duplicate the reported problem. It was determined that the faulty main board was the root cause. The main board, latch lock flex sensor, and front piezo assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code. There was no patient involvement, the event occurred during testing.